Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse performed preventative maintenance, a high sensitivity system check and also replaced the precision pump. The fse stated that the erroneous high access accu tni+3 results were caused by a malfunctioning precision pump. Replacing the precision pump resolved the customer's issue.

Event description:
The customer noted non-reproducible troponin I (accutni+3) results for two (2) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). Initial and repeat results on this instrument were outside of the normal reference range of the assay. The customer repeated the same samples on a different instrument, the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and obtained results within the normal reference range of the assay. The customer also reported intermittent wash valve/pump motion errors on instrument serial (B)(4). The initial elevated access accutni+3 results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters, including access accutni+3 quality control and system check were within assay and instrument specifications on the day the erroneous results were generated. The samples were collected in lithium heparin plasma tubes and were both centrifuged at 3,400 rpm (revolutions per minute) for 10 ten (10) minutes. Customer reported no visible issues with the integrity of the sample.